Manufacturer narrative:
Manufacturing site information was corrected.

Event description:
The customer alleged they received questionable triiodothyronine (t3) and free triiodothyronine (ft3) results for one patient. The patient complained to the physician about results differing between hospitals. Because of the differing results, the patient went to several different hospitals for testing. The patient provided data for eight samples, of which one had discrepant results. The patient's sample was tested on an "abbort" i2000 analyzer and the result was 1.79 nmol/l. The sample was tested on a roche analyzer, the specific analyzer details were not provided. The ft3 result was 8.99 pmol/l. It was unknown if any results were reported outside the laboratory. The patient was not adversely affected by this event.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event. (B)(4).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional investigation was not possible as patient sample was not provided for investigation.